Event description:
Customer reported via phone call to have experienced keypad anomaly. Customer reported to have had a seizure and rolled over on insulin pump. Customer realized that self-test and failed was on display screen. Customer's blood glucose was unknown. Customer was not able to access menus and requested assistance as he did not have a back-up plan. Customer was not able to run self-test due to act button not responding. After troubleshooting, customer was advised that insulin pump would need to be replaced.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.